Event description:
The recipient is reportedly experiencing electrode extrusion. An x-ray revealed electrodes outside of the cochlea. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent repositioning surgery on (B)(6) 2022. The recipient's device activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed upon request and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.